Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. During the evaluation of the device at the third-party service/manufacturer, the device was visually inspected and found degradation. This device has been scrapped and a replacement has been sent.